Event description:
It was reported that during an unknown procedure, when fired the reload did not staple. It was necessary to use another reload. Another same like device was used to response received: no further info is available.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.